Manufacturer narrative:
The patient¿s age was estimated. The patient was (B)(6) at implant on (B)(6) 2014. Approximate age of device ¿ 1 year and 11 months. The replaced portion of the percutaneous lead was received. The investigation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient presented with a driveline fault alarm. The health professional cleared the alarm, and it came back within 2 hours. On (B)(6) 2016, the patient's system controller was exchanged at the clinic, and 5 minutes later the driveline fault alarm returned. A possible area of concern was found in the x-rays of the external portion of the driveline. The internal image did not show any obvious areas of concern. It was also reported that the patient did not experience any issues with pump function, such as speed drops or pump stoppages. On 03/07/2016, the manufacturer's technical services representative evaluated the driveline and found that the driveline was severely twisted at the distal end bend relief. The patient admitted to continuously twisting the driveline. The electrical continuity test did not reveal any broken wires. Due to the patient constantly twisting the driveline and experiencing driveline fault alarms, the hospital staff requested the driveline to be repaired. The entire external portion of the driveline was replaced with no issues. The driveline fault alarm did not reoccur and the patient was sent home.

Manufacturer narrative:
The report of driveline fault alarms was confirmed based on the information contained in the submitted system controller log file. X-ray images of the internal and external portions of the patient's driveline were submitted evaluation. The x-ray images of the internal portion of the driveline appeared unremarkable. No areas of concern could be identified on the x-ray images of the external portion of the driveline due to the poor image quality. Approximately 18 inches of the external portion of the patient's driveline was returned for evaluation. Continuity testing of the returned portion of the driveline in its returned condition found all wires to be electrically intact and resistance testing using a micro-ohmmeter found that each wire had approximately the same resistance. Removal of the outer silicone jacket and clear bionate layers of the driveline revealed some breakdown of the braided shield approximately 2-2.5 inches, 6 inches, and 7 inches from the metal connector; however, visual examination and high potential testing of the underlying wires found no areas of compromised wire insulation. Manipulation of the wires found each wire to be intact. The returned portion of the driveline was connected to a test pump and test system controller and operated the test pump with no atypical alarms or issues. A correlation between the driveline fault alarm and the returned portion of the patient's driveline could not be determined. The patient remains ongoing on lvad support with no further issues reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's backup system controller had also been exchanged. No further alarms have been reported since.